Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0gh58, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0gh58, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0gh58, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0gh58, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported all of the devices were explanted due to infection. There was no alleged product issue. The patient status at the time of report was unobtainable and it was unknown if there were any patient symptoms.